Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the power capacitor module were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitors on the 9800 system went blank during a case. Also there was a filament regulator error message. The procedure was completed without incident. No patient injury was reported.